Event description:
During an incident in 2004 involving a patient who was obviously deceased with dependent lividity and rigor mortis present, this unit was connected to the patient to verify asystole with a printed strip per their facility's protocol but the unit did not get past the initial "check electrodes" prompt.